Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient that infusion set was kinked tubing and leaking. No information was available.